Event description:
Dentist reported that dental implant placed in the mandible on (B)(6) 2008, fractured on about (B)(6) 2012. The implant had been used to support a single crown, which is not in accordance with the product instructions for use. The dentist plans on trephining out the portion of the implant remaining in the bone.